Event description:
It was reported that a red alert was found on latitude. The alert detected was for high out-of-range (oor) shock lead impedances measuring 132 ohms. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.